Event description:
It was reported that the ground lug of the primary power plug was loose. No patient or staff injury was reported.

Manufacturer narrative:
The customer's biomed personnel repaired the faulty connector. System operates as intended.